Event description:
It has been reported to us that during the procedure the occlusion balloon deflated. The physician inserted the occlusion balloon wire into the pt. The physician advanced the occlusion balloon wire forward and crossed the lesion. The physician inflated the occlusion balloon to 5.0mm to occlude the vessel. The physician visually observed on the fluoroscope that the vessel was occluded. The physician then noticed that the occlusion balloon had deflated unexpectedly. The physician decided to remove the device and replace it with another to complete the case. The pt is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. H3-device evaluation anticipated, but not yet begun.